Event description:
A customer reported an issue with a continuous glucose monitor displaying an error code. There was no adverse impact to the customer's blood glucose level. The customer received guidance from technical support on resetting the pump, and after the reset, no further error was displayed. The customer successfully started their sensor session.